Manufacturer narrative:
G3 initial awareness date was 22may2026. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, medium, uterine manipulator was being used on (B)(6) 2026 during a robotic hysterectomy and the ¿vcare was inserted and surgeon used forceps to help tighten locking screw. The tip of vcare perforated the uterus and hit the bowel. They deflated the balloon and took vcare out. It broke in pieces. Gyn had another surgeon look at the bowel and confirm it was only bruised. Patient is fine and is home.¿ the procedure was completed without an alternate device. There was a 30-minute delay to the procedure. It is unknown if any medical/surgical treatment was needed for the patient. Per further assessment, it was reported that the "vcare didn't break until after it was out of the patient." This report is being raised due to the reported injury of perforated uterus and bruised bowel.